Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl [15 mcg/ml] at a dose of 3 mcg/day. It was reported the patient stated, ¿when I woke up 3 weeks ago this past friday, it was like a repeat.¿ the patient stated his wife noticed the patient laying on the bed not breathing, and the patient¿s blood pressure was down to 73/37. The patient stated, ¿I was so screwed up I couldn¿t even function¿. The patient also said he didn¿t remember anything. The patient stated emergency crews administered [naloxone], and the patient was in trauma for several hours and the intensive care unit (ICU) for the next few days. The patient was waiting to hear back from the neurosurgeon to schedule an appointment for surgery for the pump. The patient stated his doctors told him the pump was functioning the way it was supposed to and, and his doctors wouldn¿t help. The patient stated he was at a crossroads and his next step could be consulting with a neurosurgeon for back surgery. The patient stated his pump ¿is really scaring me¿. The patient stated when he was in the hospital, a local manufacturer representative turned the pump down with a physician programmer to bare minimum to ¿like 3 mcg/hour¿ until the patient could get to a regular doctor to replace the drug in the pump with saline (the pump contained saline at minimum rate at the time of the report). The patient stated his personal therapy manager (ptm) had been disabled, and stated, ¿it¿s just a piece of metal in me right now.¿ the patient stated when the overdose occurred, before he went to bed that night, he hit the ptm because his back was just bothering him enough where he wanted to get to sleep. The patient also stated when they did the fluoroscope 2 weeks ago, the pump wouldn¿t aspirate. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer indicated there was a pump delivery failure and a catheter failure. The patient had injuries of overinfusion/overdose and intensive care unit (ICU) hospitalization. The date of injury was noted as (B)(6) 2017. It was noted there was a explant surgery on (B)(6) 2017. No further complications were reported.